Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. During the ablation phase, it was noticed that there was a drop-in patient¿s blood pressure. Physician was unsure if the effusion had grown. A slight pericardial effusion was noted on intracardiac echocardiography (ice) catheter prior to ablation, but it was not considered to be a cause for concern until post ice images were being taken. As such, ablation was performed prior to considering the pe a cause for concern. Cardiac tamponade was confirmed by ice. Pericardiocentesis was performed to remove 300 ml of fluid. The patient was reported in stable condition and sent home. Extended hospitalization was required for post-ablation recovery, and monitoring of the pericardiocentesis. Physician¿s opinion on the cause of the adverse event was that it was most likely patient condition. Transseptal puncture was performed during the case with a st. Jude medical brk-1 needle. There was no evidence of a steam pop. An unknown irrigated catheter was used. During ablation, flow settings were at the highest default flow rate. When not ablating, flow was set to a rate of 2 (low flow on). The force visualization features used included graph, vector, dashboard, and visitag surpoint. The parameters for stability used with the visitag module were: 3 mm, 3 sec, 25% of time above 3 g. Tag size was set to 3 mm. Respiration filter was used, otherwise no additional filters were included. Prospective visitag coloring was determined via surpoint tag index number. No error messages were observed on bwi equipment.